Event description:
The valve was explanted due to stenosis and an elevated gradient. A 21 mm mechanical heart valve from another MFR was implanted in the supra-annular position. The aortic side of the explanted valve had fibrinous deposits, which lead to limited cuspal mobility. There were no complications reported and the pt was reported to be fine postoperatively.